Manufacturer narrative:
(B)(4)

Event description:
It was reported that a merlin.net transmission revealed episodes of pacemaker-mediated tachycardia. No intervention or patient symptoms were reported. No further information could be obtained.